Manufacturer narrative:
Product analysis bends were evident to the shaft. No endoanchor was loaded on receipt of the device. The device powered on with no issues noted. An endoanchor was loaded and deployed successfully with no issues noted. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx endoanchoring system was used to aid the distal fixation of a non mdt fenestrated stent graft. The first endoanchor was loaded and then the applier inserted into patient. The desired position was achieved and the first stage of deployment completed. The physician was happy with the position so the second stage of deployment was commenced. During the deployment, the catheter torqued down and jumped forward. It was thought it caught on the stent graft and part of the endoanchor deployed. When removing the applier, a small piece of metal which was believed to be the footplate of the endoanchor was noticed. Another applier was used to continue the case. No additional clinical sequalae were provided.

Manufacturer narrative:
B5: additional information received: the physician confirmed that the part of the endoanchor that fractured inside the body is secured in the graft/aortic wall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.